Manufacturer narrative:
Section b3 date of event: the exact date is unknown, the best estimate is within two weeks of lens exchange. Section d6b: if explanted, give date: not applicable as the device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye due to halos and unacceptable vision. That despite very good surgical outcome, visual acuity, good uncorrected visual acuity (ucva) distance & near and giving adaptation time, the patient was not able to tolerate glare/halos especially during night, sees artifacts both day & night and insisted on iol exchange. Best spectacle corrected visual acuity (bscva) pre-op: 20/20 - post-op: 20/20. A replacement lens of different model and diopter (dib00 +21.5 d) was used. Unplanned sutures were used, but no incision enlargement and no vitrectomy were required. It was indicated that there were no complications and that the patient is doing well. On (B)(6) 2023, without correction (sc): 20/60, pinhole (ph): 20/40, best corrected visual acuity (bcva): 20/20. Within two weeks of iol exchange, after the replacement iol was implanted, new peripheral hemorrhage in right eye was observed through dilation likely causing visual disturbance. The patient was referred to retinal specialist for focal vitreous hemorrhage and possible small tear. Additional information received indicated there was a retinal detachment (small peripheral detachment) which resolved via surgical repair. Patient's post-op best corrected visual acuity (bcva) was reported to be 20/25. No further information was provided. This report captures the event reported with the replacement lens (dib00, 21.5 diopter). A separate report was already submitted for the original lens (zxr00, 21.0 diopter).